Event description:
A customer reported that the cannula was clogged before cataract surgery. The surgery was completed after replacing the cannula with another cannula. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer reported residue on the needle tip and issues with the oasis chang cannulas. The manufacturer's evaluation of the returned sample confirms the customer's event: the oasis chang hydro dissection cannula was microscopic inspected for lot d0723au. Orange substance in the fluid port inside the hub and white crystal on the distal end of the tip clogged the fluid path of the cannula. Flash and sink were observed on the bottom of the hub. Resistance occurred when pressurizing air into the returned unsuspected cannula's using a lab stock 20 ml syringe. The root cause of the customer's complaint could be attributed to an error that occurred in the supplier's manufacturing process. The broader investigation is still in-progress at this time to clearly define root cause. Alcon has taken action to determine root cause and implement appropriate corrective based on observed trend for complaints of a similar nature. The broader investigation is on-going and observations and review of the process by engineering has determined a likely cause to be related to the supplier's manufacturing process. The supplier has been notified of this complaint. Complaints are reviewed and will be continued to be monitored at regular intervals for adverse trends. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.